Manufacturer narrative:
Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found stent struts at the distal edge of the crimped stent were damaged, distorted and lifted upwards from the stent profile. The bumper tip of the device showed signs of damage to the distal edge of the tip. This type of damage is consistent with resistance being encountered on advancement of the stent delivery catheter through a calcified lesion site. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found no issues with the hypotube profile and shaft polymer extrusion profile. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable cause of the reported difficulties may be due interaction with another device. (B)(4).

Event description:
It was reported that stent damage occurred. The 99% stenosed target lesion was located in a severely tortuous and moderately calcified coronary artery. A 38mmx2.50mm promus premier¿ stent was advanced to treat the lesion and difficulties were encountered during advancing. The physician then used a non-bsc guide extension catheter. However, the promus premier¿ stent came into contact with the proximal section of the guide extension catheter and the stent was lifted. The procedure was completed with a non-bsc stent. No patient complications were reported and the patient¿s status was good.

Manufacturer narrative:
(B)(6). Age at time of event: 18 years or older. Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. The 99% stenosed target lesion was located in a severely tortuous and moderately calcified coronary artery. A 38mmx2.50mm promus premier¿ stent was advanced to treat the lesion and difficulties were encountered during advancing. The physician then used a non-bsc guide extension catheter. However, the promus premier¿ stent came into contact with the proximal section of the guide extension catheter and the stent was lifted. The procedure was completed with a non-bsc stent. No patient complications were reported and the patient¿s status was good.